Event description:
It was reported that the intellivue mx750 patient monitor loudspeaker was no longer working and no "loudspeaker malf." Inop was displayed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue mx750 patient monitor loudspeaker was no longer working and no "loudspeaker malf." Inop was displayed. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The device was returned for bench testing. Per servicemax 0119790085 attachment, the bench repair technician repaired the unit by replacing the loudspeaker assembly on september 1, 2022. The device was returned to the customer for use. This was considered a product malfunction. Per servicemax 0119790085, the unit passed verification testing and it was approved for release to use.